Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging cough and sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged to alleging cough and sore throat. The device was returned to the manufacturer's product investigation laboratory for further investigation. As per the investigation foam degradation/breakdown was observed in the base unit. As per secondary findings, observed evidence of water ingress on the blower and blower box, care orchestrator data available suggests that patient was compliant with device usage over 4 hours, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Fine white contamination found throughout device enclosure and in the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors found. The manufacturer concludes confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.